Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 541mg/dl which was treated with a correction bolus. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.